Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracic surgery (lobectomy) when shooting white load ecr45w, only stapled to one side of the cut. There were no patient consequences.